Event description:
It was reported that there was a shocking/jolting sensation. The patient had fallen twice in the last 2 weeks prior to the date of this report. The patient had a burning sensation while charging. The pain would radiate down the patient¿s right arm and neck after 5 minutes of recharging. Both electrode and therapy impedances were tested and were normal. The manufacturing representative used their own recharger for 20 minutes no adverse events were seen and then used the patient¿s recharger for 20 minutes and no adverse events were seen. It was unknown if an action was required as a result of the event. The patient was alive with no injury. The manufacturing representative had not heard from the patient since seeing him on (B)(6) 2014. The patient was doing well and receiving effective therapy at that time.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v118068, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v118068, implanted: (B)(6) 2008, product type: lead. (B)(4).